Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the charger was not working at all as they couldn't get it to charge or turn on; pt stated that they were fighting to get the battery out and then when they put the battery back in, the controller worked for about 5 minutes and then stopped again and went off. (Pss understood that the controller was shutting off while the pt was recharging the ins and that the controller then wouldn't power back on). The pt connected the controller to the ac power supply without the battery pack inserted (pt had difficulty removing the battery pack from the controller during the call); pt confirmed that the controller powered on. The pt then reinserted the battery pack into the controller while the controller was still connected to the ac power supply; the pt confirmed that the green light was flashing above the screen. The pt then unlocked the controller; pt stated that the controller battery was at 60% with recharging indicated and that the ins battery was at 40%. Pt confirmed that there was no apparent damage to the equipment. Then the pt connected the recharger (rtm) to the controller and started recharging the ins; pt stated that no device found displayed. Passive recharge mode was reviewed with the pt and the pt selected recharge on the no device found screen. Pt stated that the three numbers on the trying to recharge screen were 86 86 86; it was suggested that the pt reposition the rtm in attempt to gain a stronger connection; pt stated that no device found displayed after the controller was spinning on looking for device, so the pt selected recharge again. Pt stated that the three numbers on the trying to recharge screen were 84 85 85. Pt stated that looking for device displayed and then no device found displayed again. Pt stated that the rtm paddle did get warm while trying to recharge the ins; pt stated that the rtm cord could have been pulled away a little bit from the paddle. Pt stated that the issue started about three or four days ago. Pt stated that they were just starting with a new healthcare provider (hcp) tomorrow (2021-09-30); pt stated that their attorney finally got permiss ion for them to go to a hcp/clinic; pt stated that they did not know who the local manufacturer representatives (reps) were; pt stated that they hadn't been to a hcp in about 9 months so it was definitely time to have the ins reprogrammed (pt confirmed that the ins reprogramming was for regular optimization of the therapy). An email was sent to the repair department to replace the rtm. No symptoms were reported. The patient called back on 2021-10-01 stating that they received the new recharger but they still could not charge their implant. Pt received the error software problem 1.intellis 2.3.6 3.243 4.qf_port. Pss reopened case to email repair requesting a controller replacement. Pt noted that they just got established with a new doctor but could not remember their name; the pt noted that they needed a local representative. Pss reopened case and emailed the local field representatives advising them to contact the pt.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed no visual anomalies were observed, recharge antenna failure, no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.